Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who, upon sensor pod removal, claimed that the sensor wire remained left behind in patient on (B)(6) 2014. The international distributor stated that patient experienced bleeding upon sensor application. At the time of the call with dexcom technical support, no injuries or medical intervention was necessary.

Manufacturer narrative:
(B)(4).